Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz5302 and lot# 24069271 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material#: mz5302. Batch#: 24069271. It was reported by the customer that plastic piece to cover ext set tip is extremely tight and challenging to remove prior to inserting into the catheter. Verbatim: plastic piece to cover ext set tip is extremely tight and challenging to remove prior to inserting into the catheter. Additional info: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 2. Total number of occurrences? Several times during education.

Event description:
Material#: mz5302; batch#: 24069271. It was reported by the customer that plastic piece to cover ext set tip is extremely tight and challenging to remove prior to inserting into the catheter. Verbatim: plastic piece to cover ext set tip is extremely tight and challenging to remove prior to inserting into the catheter.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.